Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: part # 05.000.008, synthes lot # 006797, supplier lot # 006797, release to warehouse date # 02 may 2019, supplier # synthes monument. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Service and repair evaluation: the customer reported that on (B)(6) ,2024 the battery powered driver's were tested and did not work properly. The repair technician reported that pins and wires were discolored, vent was damaged, debris on barriers was present. D55 screw was stripped, and rust on motor. Device dose not run at forward, fast-forward, and intermittent. Also, cosmetic test was failed. The cause of the issue is improper maintenance. The following parts were replaced: circuit board, motor. The item was repaired per the inspection sheet, passed synthes final inspection on 18-dec-2024 and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the battery powered driver's were tested and did not work properly. There was no patient consequences.